Event description:
It was reported that this implantable pacemaker had migrated. This device was explanted and a new device was successfully placed. No additional adverse patient effects were reported.